Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a clear fluid leak beneath the front left side of the synchron lx clinical system, model lx20 pro. The following day, the field service engineer (fse) inspected the instrument and found that the 100ul modular chemistry (mc) syringe was leaking from the bottom of the plunger. The fse then pulled up all of the mc modules, removed the side panel, and primed the mc compartment 20 times, after which no leaking was observed. The fse also tested the calibration and quality control of the instrument to ensure that the repair was effective. Customer did not report harm to patients or instrument operators.